Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and upon checking, the stent distal edge was found to be flared. The procedure was completed with another of the same device. There were no patient complications reported.